Manufacturer narrative:
A sample was not returned by the customer for evaluation. Without the used returned device, the cause for the customer's reported issue could not be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received from the customer stating that nobody has been hurt. There was a delay in therapy and treatment could not be fully administered. The therapy had not been completed. The drug administered was trastuzumab deruxtecan. There were no physical defects observed in the device.

Event description:
The incident involved a transfer set w/clave® (green ring), 0.2 micron filter, check valve w/luer lock. The reporter stated that the tubing becomes blocked during administration and the bag does not empty completely, leading to a reduction in the dose administered to the patient. Clinical consequence on the patient: not all of the medication could be administered. There was a delay in therapy and treatment could not be fully administered. The therapy has not been completed. No physical defects were observed in the device. The status of the product at the time of event is during the administration. There was patient involvement but no patient harm. This is the eighth of nine additional events reported during follow up with the customer.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.